Manufacturer narrative:
A ge oec service representative investigated the issue and the customer cancelled service prior to fse arrival. System reporting to function as intended. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system would not boot up.